Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). This report is regarding patient 1 of the 11 peritonitis events reported. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Event description:
A caregiver (cg) contacted baxter (B)(4) on (B)(6) 2012 with a report of a homechoice patient (hp) that had acquired peritonitis. The cg stated that the peritoneal dialysis registered nurse (pdrn) told her that they believed it was due to using the cxd device with the new luer lock system without wearing a mask. The cg stated that the pdrn had informed her that there were (B)(4) of peritonitis on their unit believed to be from the same cause. (B)(4) contacted the pdrn on (B)(6) 2012 regarding the cg statement of (B)(4) of peritonitis. The pdrn declined to provide any information on either the one known patient or the 10 other reported cases of peritonitis. The pdrn stated that the events were unrelated to any baxter solutions and stated that the unit uses both fresenius and baxter products. The causality statement regarding the cxd device was unable to be confirmed with the pdrn. No additional information will be made available for these events.